Manufacturer narrative:
Steris evaluated the unit subject of the reported event and found the unit to be operating properly; test cycles completed successfully and no issues were noted with the unit.

Event description:
The user facility reported that upon completion of processing cycles there was white residue on the devices processed. The operators reported there were white spots on their hands and washed them. There was no blistering and the user facility reported the employees are fine with no sustaining injuries. The instruments present in the cycles were reprocessed prior to use.

Manufacturer narrative:
Investigation of this event is in process; a follow up report will be submitted once additional information becomes available.